Event description:
A 38 y/o male pt presented in august with signs and symptoms of an inferior myocardial infarction (mi). The cardiac catheterization demonstrated a proximal right lesion, which responded well to placement of a stent. The pt also had a totally occluded lad lesion. He began having suspicious symptoms, the second week of september, at which time he underwent a cardiac catheterization again. The stent appeared to have an ulcerated lesion. He began to have chest pain again and the angiogram demonstrated occlusion of the stent. During attempts to place a wire and guiding catheter within the vessel, a dissection was noted with a matter of a few minutes. The dissection also propagated distally. It was for these reasons, an urgent coronary artery bypass grafting was recommended.